Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin chaffing under the front right electrode. The patient went to the hospital and was provided with some unscented lotion for use on the irritation. Follow-up indicated that the lotion had helped the irritation to heal.